Event description:
It was reported that the user received a ¿pairing failed¿ alarm while using a dexcom g7 continuous glucose monitor (cgm) with the ilet system, after which the sensor reconnected before troubleshooting could begin. No reported adverse clinical symptoms were reported. Outcomes included no impact to health and no need for medical intervention or hospitalization. User support included review of the event details and user education on troubleshooting and device operation. Investigation of this case revealed a transient connectivity or pairing interruption consistent with a communication issue between the cgm and ilet, which resolved spontaneously without further action. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent cgm-to-controller communication disruption of undetermined origin.